Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-04350 for a description of the other device. It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced pain, infections, dyspareunia and subsequent surgeries. All other information is unknown.

Manufacturer narrative:
The reported lot number, tml0032603, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.